Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The distributor reported "a human hair is visible inside the sealed plastic bag the unometer is in." The device was not used. A photograph was received depicting the reported complaint issue. No further information was provided.

Manufacturer narrative:
Device manufacture date corrected from 03/01/2018 to 03/23/2018. A batch record review was performed. No non-conformance report (ncr) related to complaint issue were initiated for complaint order during production. The batch record review resulted in discrepancy which was investigated via ncr ¿hair inside product individual package¿. Root cause investigation was performed. On the base of available information, following potential causes for the issue ¿hair inside of primary pack¿ are determined: noncompliance with the rules of movements and stay in classified rooms by operators during manufacturing process. Cap does not provide full cover of hairs. Additional actions are not required at the moment. The trend will be monitored. A picture was received and evaluated. Hair is observed. Defect is confirmed. Investigation performed under ncr ¿hair inside product individual package¿ is valid. No samples were received. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
To date no additional patient or event details have been received.